Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as the patient was not properly washing their hands during therapy. The peritonitis was manifested by nausea, diarrhea, and vomiting. At the time of initial symptoms the patient was not hospitalized and was treated intraperitoneally with vancomycin and amikacin (doses, duration, and frequencies not reported) for the event. Twenty seven days after onset, the patient was hospitalized due to ongoing symptoms. At the time of this report it was unknown if the patient recovered from the event. Hospitalization and dianeal therapy were ongoing. The patient was not retrained on proper aseptic technique at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: 19 days prior to the receipt of this report, the patient was discharged from the hospital. The patient recovered from the peritonitis on an unspecified date in the month prior to the receipt of this report. Should additional relevant information become available, a supplemental report will be submitted.